Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-01. H6: investigation summary: customer returned one (1) used bd safe clip device from lot 7285551. Consumer reported his safe clip is still clipping, but it is hard to open. The returned safe clip was examined, then tested by clipping 3 test cannula: the safe clip was able to open and clip cannula properly. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. According with the DHR review information attached, the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0 and aql=1).

Event description:
It was reported that an unspecified number of bd safe-clips¿ experienced product damage/deformation while still considered operable. The following information was provided by the initial reporter: consumer reported his safe clip is hard to use. Stated he has used it 2 dozen times and it is still clipping, but it is hard to open. Stated he has to open it manually. Lot #: 7285551. Catalog#: 328235. Date of event: unknown.

Manufacturer narrative:
OEM manufacture: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd safe-clips¿ experienced product damage/deformation while still considered operable. The following information was provided by the initial reporter: consumer reported his safe clip is hard to use. Stated he has used it 2 dozen times and it is still clipping, but it is hard to open. Stated he has to open it manually. Lot #: 7285551, catalog#: 328235, date of event: unknown.